Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the battery had died so it was replaced. The infusion also needed to be changed, they inserted the reservoir, and during prime the insulin kept squirting out, then the device alarmed compromised force sensor system. Customer had previously jumped into with the pool and now it's malfunctioning. Customer's blood glucose was unknown. Troubleshooting was performed and insulin continued to go out after releasing the act button was released as the motor didn't slow down. Customer's mother reported the drive support cap was normal. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage to the force sensor resistor. The prime test could not be performed and no alarm for a compromised force sensor resistor could be verified due to the motor error alarms. Traces of moisture were noted at the liquid crystal display circuit board, motor and the vibrator motor during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.